Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited intermittent failure to charge while on the charger, including periods where the state of charge remained unchanged or declined before later accepting charge, indicating a charging or power management malfunction of the pump hardware. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included review of device logs and user troubleshooting by attempting a different power outlet. Investigation of this device revealed repeated instances of battery depletion or non-charging while connected to power, consistent with a device power/charging fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the charging system.